Manufacturer narrative:
(B)(4) g2: foreign - event occurred in romania. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw attachment stops during use. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.